Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation of the photo sample showed an empty sealed strip package for a catheter, which is out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient."

Event description:
It was reported that during the stock write-off for the demo purposes, the sales and marketing assistant found that a product was missing from the packaging. There was no patient contact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the stock write-off for the demo purposes, the sales and marketing assistant found that a product was missing from the packaging. There was no patient contact.